Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient had a loss of stimulation and therapeutic effect. The reporter stated the patient had a change in stimulation therapy perception that approximately correlated in time to when they were shoveling outside. It was noted that previously the patient had a majority of stimulation on their right side. It was further noted the patient¿s stimulation pattern changed to primarily left side and left chest wall. It was noted that all impedances were within range. It was further noted the patient had an appointment with their healthcare professional (hcp) on (B)(6) 2014 for x-ray evaluation of lead placement. It was noted the patient had less than 50% therapy relief at the lead location. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported the manufacturing representative met with the patient. It was noted that x-rays revealed the leas was in the originally placed location. The reporter stated the cause was determined to be programmed amplitudes well in excess of perception threshold coupled with positional change in the patient when leaning aback to recline in their chair. The reporter further stated that a reduction of programmed amplitudes and electrode configuration alleviated the patient¿s complaint. It was noted the manufacturing representative was able to reprogram the patient¿s stimulator to achieve coverage of painful areas. It was further noted the patient currently had stimulation in normal painful areas.